Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed. During insertion when introducing the faradrive steerable sheath into the left atrium, and introducing the farawave catheter into the sheath, visible air could be seen in the sheath shaft. Air was observed during aspiration when drawing air from the sheath. The physician repeated the steps several times, but the air was continuous. The farawave catheter was removed, aspiration was repeated, and air appeared in the tubing of the three-way tap. It was clear that air was coming from the sheath and not the three-way valve. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that air was observed. During insertion when introducing the faradrive steerable sheath into the left atrium, and introducing the farawave catheter into the sheath, visible air could be seen in the sheath shaft. Air was observed during aspiration when drawing air from the sheath. The physician repeated the steps several times, but the air was continuous. The farawave catheter was removed, aspiration was repeated, and air appeared in the tubing of the three-way tap. It was clear that air was coming from the sheath and not the three-way valve. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.